Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, nausea and the presence of ketones. The patient was treated with fluids and insulin, which were both administered intravenously. Zofran was also prescribed, to be taken as needed. The patient was released after spending 8 hours in the emergency room.